Manufacturer narrative:
The device history record (DHR) review for the 3 target coils confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, target aneurysm re-intervention is a known risk associated with endovascular procedures and noted as such in the reported ar is covered in the clinical experience summary for detachable coils. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that at the 6-month follow-up visit, mra showed the need for more coils to embolize the aneurysm. Successful re-intervention to target aneurysm at the basilar apex was undertaken. The event was resolved without residual effects. According to the physician, the re-intervention to the target aneurysm was possibly related to the procedure and to the stent. The patient neurological assessment post-procedure, at 2-month and 6-month post-procedure was mrs of 0.

Manufacturer narrative:
Based on further review of the event, it was understood that the aneurysm retreatment was not related to the target coil mass as previously reported. Therefore, there was no allegation against the coil mass and the event no longer meets the requirement of the reportable event for the target coil mass in question.the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject target coil mass.

Event description:
It was reported that at the 6-month follow-up visit, mra showed the need for more coils to embolize the aneurysm. Successful re-intervention to target aneurysm at the basilar apex was undertaken. The event was resolved without residual effects. According to the physician, the re-intervention to the target aneurysm was possibly related to the procedure and to the stent. The patient neurological assessment post-procedure, at 2-month and 6-month post-procedre was mrs of 0.

Manufacturer narrative:
Subject devices remain implanted.

Event description:
It was reported that at the 6-month follow-up visit, mra showed the need for more coils to embolize the aneurysm. Successful re-intervention to target aneurysm at the basilar apex was undertaken. The event was resolved without residual effects. According to the physician, the re-intervention to the target aneurysm was possibly related to the procedure and to the stent. The patient neurological assessment post-procedure, at 2-month and 6-month post-procedure was mrs of 0.